Event description:
On morning rounds, rrt, found patient's ett holder broken/split apart at the chin portion. Ett remained in position. Rrt notified me and we replaced the bite block device. No new pi or facial injuries noted. Broken device given to respiratory supervisor.